Manufacturer narrative:
A sample was received for evaluation. A small burn hole about 4 inches from the center of the drape was observed. No lot number was provided to perform a device history record review. Based on the sample review, this does not appear to be the result of a personnel, process or material issue. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. No further actions are being taken at this time.

Event description:
(B)(6), a representative for (B)(6) is reporting a hole in a ors-300n drape from a (B)(6) craniotomy pack for the (B)(6). (B)(6) should be submitting a product quality report through their normal pqr process. This was reported through a company rep. No patient injury or treatment was reported for the incident.